Event description:
A consumer implanted for chronic low back pain and non-malignant pain reported via the manufacturer's representative (rep) the recharger wouldn't connect with the implantable neurostimulator (ins). When the rep. Asked the consumer how long it had been since they charged they stated it had been one week since the ins had been on and they charged not long before that. There were no environmental or external issues that may have led to this issue. The rep. Met with the consumer and used the metal detector trick in order to get the normal charging screen. Following this the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.